Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) addressed multiple cubies failure in auxiliary drawer 4.1. Diagnostics revealed that the drawer disappeared from the application when fully opened due to a broken retractor band. The band was replaced, and the drawer tested successfully. The technician verified proper operation through the recovery process without any issues. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and was not able to close the screen froze. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.